Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel left upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation the balloon ruptured midway on each pressure. The device was difficult to withdraw but was removed. The procedure was completed with a different device. No patient complications were reported.